Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user went to the audiologist in sep-2023 as speech discrimination with the device has significantly decreased. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user went to the audiologist in (B)(6) 2023 as the speech discrimination with the device has significantly decreased. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the audiologist in (B)(6) 2023 and the speech discrimination with the device has significantly decreased. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Re-implantation was carried out but the device has not been received yet.

Event description:
The user went to the audiologist in (B)(6) 2023 as speech discrimination with the device has significantly decreased. The user has been reimplanted on (B)(6) 2024.